Manufacturer narrative:
The last maintenance was performed on this equipment on january 16, 2007. It was determined the rubber end cap had not been seated properly after this maintenance visit. The customer used the light without noticing the rubber cap was loose. After this incident, the rubber end cap was reinstalled and seated according to design.